Event description:
It was reported that the patient cable of the mobile power unit (mpu) was loose at the rubber end around the black and white connector. The bottom cover was also cracked near the power inlet.

Manufacturer narrative:
There was no patient involved in this event. The PMA number provided is associated with the device¿s most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of damage to the patient cable rubber encasing and bottom cover on the mpu were confirmed. During the evaluation of the returned mpu, serial (B)(6) , the patient cable rubber encasing was coming loose around both connectors. The bottom cover had crack near the power inlet. The system powered up as intended and passed all tests. The patient cable and bottom cover were replaced and preventative maintenance was performed. The unit was returned to the rental pool. A root cause for the reported events were not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 04aug17. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 IFU section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 IFU section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. No further information was provided. The manufacturer is closing the file on this event.